Event description:
It was reported that patient presented in the hospital after receiving inappropriate therapy. The ICD was found to be in reset mode. Rv lead noise was observed in three stored egms. Noise led to a noise reversion episode and inappropriate vf episodes without therapy. The device was reprogrammed and the patient was stable after the event.

Event description:
New information received notes that during subsequent follow-up, noise resulting in inappropriate vf detection was observed. Patient was asymptomatic. Programming changes were made. Patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.